Event description:
Th nurse attempted to pull the needle out when the stylet separated from the needle. The needle was pulled out far enough that when they removed the prn adapter they were able to manipulate the needle to a point that they could remove the needle from the device without removing the device. The needle was discarded. The remainder of the device was retained.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 18 june 2008.